Manufacturer narrative:
B3- date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It is reported that the patient is experiencing discomfort due to the ipg moving at the ipg site as well as auto reducing from their system. The patient's leads were confirmed to have migrated via x-ray imaging. It was noted that the patient has undergone significant weight loss. As such, surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg and leads were replaced, and reportedly effective therapy was restored following the procedure.